Event description:
Two endeavor rx stents were implanted, one to the proximal left anterior descending and one to the mid left anterior descending. (Reference MFR report # 2953200-2009-00828). Pt was asymptomatic at 30 day follow up and 6 month follow up. It is reported that a spontaneous gi bleed occurred approx 6.5 months post index procedure. This event caused the pt to be hospitalized. Pt received a transfusion of four units of packed red blood cells. Investigator reported that the event was not related to the study stent. Pt's current medical status is unknown.

Manufacturer narrative:
Eval codes, results - gi bleed.